Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. Evaluation also revealed evidence of contamination underneath all of the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment was cracked. Evaluation also revealed that the display screen was dim and discolored. The keypad was found to be torn from the down arrow symbol through the up arrow symbol. The keypad cover was removed and evidence of contamination was found underneath all of the button contacts. Unrelated to these issues, the label on the pump was found to be peeling, damaged, and illegible and the contrast button was found to be non-responsive, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).